Event description:
The customer called to report an alarm and a protruding drive support cap. The reported blood glucose reading at the time of the call was 304 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No alarms noted. The insulin pump had a scratched display window, cracked battery tube threads and a missing end cap.